Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: two undesired conditions resulting from t-wave oversensing in two patients with hypertrophic cardiomyopathy: inappropriate ICD shocks and pacemaker dysfunction. Research in cardiovascular medicine,2017;6(1):2251-9572. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient implanted with an implantable cardioverter defibrillator (ICD). The article reports that the patient experienced dizziness, weakness, and dyspnea upon exertion due to twos. The ventricular lead was repositioned and subsequently replaced. The ICD remains in use. Follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.